Event description:
It was reported that during a meniscus repair surgery, after t1 was stripped off successfully, t2 was stripped off spontaneously without manual advancement, so the surgeon cut and removed t2, t1 was secured in the patient. A backup fastfix 360 was used to complete the surgery. No patient injury and delay was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent. No suture or ts remain on the insertion needle. Only t1 was returned for examination. T1 is bent mid-point of its length. The device could not be functionally tested due to its bent needle. Per the device warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent. No suture or ts remain on the insertion needle. Only t1 was returned for examination. T1 is bent mid-point of its length. The device could not be functionally tested due to its bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the suture remains attached to the needle. T1 is missing from the construct. T2 remains on the suture and shows no abnormalities. The actuator is in its post t2 position indicating a complete deployment. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device warnings: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.